Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was experiencing lag and slowness. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users experienced lagging and slowness and the scanner was also slow. The technical support specialist (tss) accessed station remotely, and corrective actions were applied using the station slowness summaries knowledge article. The scanner had been replaced, and the station was rebooted. After adjustments, the station performance was confirmed to be normal. The system functioned as intended after the technical support specialist troubleshot the device.